Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted in a transgastric position to treat a pseudocyst during an endoscopic ultrasound (eus) with axios stent placement procedure performed on (B)(6) 2021. During the procedure, the second flange failed to deploy. The stent was removed partially deployed on the delivery system. The procedure was not completed because the same device was unavailable. On (B)(6) 2021, another procedure was performed and an axios stent was successfully implanted. There were no patient complications reported as a result of this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The hot axios stent and delivery system directions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."